Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made; however, there has been no further information available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted but it exhibited lead damage of an unknown nature. This lead was never in service. No adverse patient effects were reported.